Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient stopped recharging the ipg approximately 8 years ago. Scs ipg was unable to communicate with the external devices. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information received identified that the ipg was explanted on (B)(6) 2018. The ipg was not replaced since the lead contacts displayed high impedances. Reportedly, patient has been recently diagnosed with lung cancer and undergoing chemotherapy. As such, surgical intervention may be pending to implant the ipg and after the chemotherapy is completed and cleared medically by the physician.